Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was receiving a continuous infusions of unspecific doses and rates of tpn, heparin, epinephrine, millrinone and vasopressors thru a PICC line. The user noticed that the filter was leaking from the air vent hole. The filter was replaced along with new tubing and new infusions were ordered.

Manufacturer narrative:
The report of a leak at the filter could not be confirmed as the product was not returned for failure investigation. A photo of an unknown model extension set was provided by the customer. The photo of the extension set does not match the reported incident set model 10011865. No damages or leaks were observed on the set per the photo. The root cause of the reported failure was not identified.